Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook (pch) with an alleged issue to perform failure analysis. Failure analysis found the failure of dislodged main tube adapter. The dislodged main tube adapter is still attached on the instrument to the conductor wire insulation. The pch instrument was found to have a broken main tube at the distal tip. The part broken is attached to the main tube adapter. The instrument was found the monopolar conductor wire broken completely due to the breakage of main tube and the dislodged main tube adapter. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the tip of the permanent cautery hook (pch) instrument was broken off. The customer tried to check if any fragments fell into the patient¿s abdomen, but it was difficult to piece the instrument together since the string was connected inside. Therefore, the customer cut the string and pieced together the shape of the instrument. There was no report of fragments falling into the patient. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. No fragment fell inside the patient. No patient demographic information was available.